Event description:
It was reported that during an unknown procedure the clips would not advance into the jaws of the device. They depressed the handles several times. Another device was used to complete the procedure. There was no pt consequence3.